Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, hemostasis was not achieved with a 5f exoseal vascular closure device (vcd) after deployment was completed and the device was removed after sufficient time. Additional manual decompression was performed, and the procedure was completed. There was no reported patient injury. The bleeding was treated with manual pressure. The exoseal vascular closure device (vcd) was used in a diagnostic procedure with a retrograde approach. The physician had achieved certification on the use of the exoseal vcd. There were no visible signs of device or package damage prior to use. The device was stored and prepped per the instructions for use (IFU). Femoral artery suitability was verified on angiography, including the insertion angle of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm. The puncture site had mild visible calcium or plaque, and there was mild vessel tortuosity. The device will be returned for evaluation.